Event description:
Customer reported that a5 anesthesia system was failing automatic leak test intermittently. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the breathing system.